Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot and charge due to perpetual rebooting. . Receiver download retrieved and attached: failed - perpetual rebooting. Functional test: failed - unable to perform - perpetual rebooting. Opened receiver case, detached ui pcba and downloaded: failed - unable to perform - perpetual rebooting. The share log review found that the unit continue to be in a perpetual rebooting after opening the receiver case and detaching the ui pcba. The reported event of initializing screen without manual restart was undetermined. A root cause could not be determined.